Event description:
Customer reported that touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the case was documented only and client declined further troubleshooting.